Event description:
Reporter alleged discrepant back to back blood glucose results of 321, 61, and 172 mg/dl, when all tests were performed within 10 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: meter and comfort curve test strip lot number 548885 with an expiration date of 04/28/07.

Manufacturer narrative:
This suspect product is the comfort curve test strips.